Event description:
According to the report, two days post-op in a child, the probe broke at the level of the cup; surgical intervention was necessary to remove the section proximate and a new catheter was inserted.

Manufacturer narrative:
Additional information has been requested. At this time, no response has been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed.